Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to double-counting. Review of stored strips showed and amplitude change with posture. The change in amplitude was able to reproduced in the primary sensing vector; the device was reprogrammed to the secondary sensing vector where it could not be reproduced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
UDI = ((B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified tool marks on the casing. The seal plug was intact and the set screws operated normally. The interrogated monitoring voltage was 9.027 volts. The remaining battery life to eri was 53%. A review of the device memory noted no errors or fault codes. The device was then exposed to simulated heart load conditions, and sensing functions were tested. No noise or double counting was identified. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
----